Event description:
This patient has undergone 2 wound revision surgeries since their cochlear implant surgery in 2005. The revision surgeries took place in about 3 1/2 months later and 5 weeks afterwards. As of may 2005, the patient was receiving IV antibiotics and has a drain at the surgery site.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2010. The patient was reimplanted with a new device during the same surgery. Device not available for analysis. This report is filed (B)(4) 2012.